Manufacturer narrative:
The provider did not specify the type of irritation the patient experienced. The investigation has been completed and the results are as follows: DHR results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. Supplier ((B)(4)) reviewed the associated material lot and confirmed no manufacturing deviation or abnormality. E-pro: lot# 12131307 was manufactured from may 31, 2023 and was assigned an expiration of may 2026. Connector: lot# 22316 was manufactured from april 20, 2023 and was assigned an expiration of april 2026. Supplier ((B)(4)) reviewed the associated material lot and confirmed no manufacturing deviation or abnormality. Light cure: lot# l32kab8397 was manufactured from october 2022 and was assigned an expiration of april 2024. Supplier ((B)(4)) reviewed the associated material lot and confirmed no manufacturing deviation or abnormality. Aligner: lot# 15a-0uub-23 was manufactured from november 27, 2023 and has no expiration date. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the product was returned in the original case. The returned device was visually inspected and no defect or abnormality was observed. There was no evidence found to indicate that the reported issue was caused by the device itself. Roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was clear and transparent. General cleanliness - the returned device appeared to be clean, free of debris or foreign particles. Root cause: a root cause for this complaint cannot be explicitly determined. It is possible that irritation could be caused by how the device was manufactured or how the impression was taken which created a fit issue. Per the reported information, the patient felt irritation due to the fit of the device. However, the IFU-7322 states that soreness may be experienced when first using the device. IFU-7322 rev 7 (silent nite (english)) contains the following statement in the "first time use, patient experiences soreness": "soreness may be felt after using silent nite for the first time and several days after. Soreness may be felt in the jaw, teeth, and gums. After several days of using the device, patient's jaw, teeth, and gums should eventually adjust.". The manufacturer internal reference number is: (B)(4). Correction: h6. Medical device problem code (a).

Event description:
Additional information was received from the provider on 04/16/24 providing clarification that the patient did not have an allergic reaction to the device but experienced irritation due to the fit of the device.

Manufacturer narrative:
Corrected: b2, e1, g1 (address line-1), h3, h5, h6 (health impact code), h8. Additional information: h6 (investigational conclusion, type of investigation, and health effect- clinical code), g1 (fax number). CAPA ca-00016. The manufacturer's internal reference number is (B)(4).

Manufacturer narrative:
The device has been returned. Once the device is investigated, a supplemental report will be submitted at the conclusion of the investigation.

Event description:
A healthcare professional reported that the patient had an allergic reaction to the silent nite device. Patient experienced irritation (no information provided on where the irritation started). Patient advised that will discontinue wearing device. No known allergies reported. No other issues reported. It is unclear when the patient received the device, when the patient first used the device, or when the reaction occurred or resolved.